Manufacturer narrative:
The lot was manufactured january 15, 2016 ¿ january 16, 2016. The device was received for evaluation. Visual inspection noted a pool of liquid inside the housing which indicated leakage had occurred. Further examination revealed that the leak was due to missing film-wrap. The reported condition was verified. The cause of the missing film-wrap could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from between the stress member and the bladder after filling. There was no patient involvement. No additional information is available.